Manufacturer narrative:
Results: power cord plug with damaged ground prong. Damaged motion interrupt pan.

Event description:
It was reported by service report that the power cord plug had damaged ground prong, and the motion interrupt pan was cracked. No pt involvement or adverse consequences were reported.